Manufacturer narrative:
The instrument surfaces were dirty and dusty. The field service engineer confirmed the instrument was working correctly. The investigation determined the issue is consistent with insufficient customer maintenance. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii on a cobas e411 rack. The sample initially resulted in a vitamin d value of > 120.0 ng/ml with a data flag. The sample was repeated, resulting in values of 33.85 ng/ml and 32.98 ng/ml on (B)(6) 2026.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.